Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was visually inspected and it was observed that there was a hole in the silicone tubing. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a titanium spike transfer set assembly was leaking from a pinhole in the tubing. This event was observed during patient use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.